Event description:
A report was received that the patient was having difficulty charging. The physician suspected device malfunction and decided to replace the ipg. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
A returned product analysis indicated that the complaint was confirmed. The ipg was unable to maintain the charge due to excessive current leak. Sleep current measured 25.5 ma higher than the typical range. Analog ic exhibited a hot spot. The root cause of the analog ic damage could not be determined.

Event description:
A report was received that the patient was having difficulty charging. The physician suspected device malfunction and decided to replace the ipg. The patient was reportedly doing fine after the revision procedure.